Event description:
The information received from the affiliate states that this female patient (age unknown) was presented to the interventional lab for repair of a lesion located in the superficial femoral artery (side unknown). The vessel was tortuous, and minimal calcification was present. The length of the lesion was 2cm. The physician made access to the patient on the contra-lateral side and used the "crossover" technique to access the lesion. The patient had a steep bifurcation, but the physician had no difficulty accessing the lesion with a guidewire. After properly inspecting and prepping the stent delivery system (sds), it was advanced to the lesion, with no difficulty. When the physician attempted to inflate the balloon of the sds, it would not inflate, and the stent could not be deployed. Upon removal of the sds there was some difficulty, and access to the target lesion was lost, but regained without difficulty. The procedure was finished with a boston scientific balloon, without problems. There was no injury to the patient. Following the procedure, the physician attempted to inflate the balloon of the sds, outside the patient, and the balloon did inflate.